Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Weinberg, I., kaufman, j., & jaff, m.r. (2013). Inferior vena cava filters. Journal of the american college of cardiology: cardiovascular interventions, 6(6), 539-547. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image review: one diagnostic image was provided in the medical journal article. The image received demonstrated a partial diagnostic x-ray image of the pelvis, a small portion of the bladder and pelvis were identified. Based on the image provided, a long linear metallic foreign body was identified in the pelvic region, cannot be confirmed for a detached filter limb. Photo review: one digital photo was reviewed by the bard fa engineer. One filter appears in the photo. The caption to the photo identifies the filter as a g2 filter. However, the identity of the filter is either a g2x, eclipse, or meridian type filter. In the image one detached filter arm can be identified next to the filter. What appears to be six attached filter legs can be identified in the photo. Four filter arms are attached to the filter apex. There is one filter arm missing and not identified in the photo. Therefore, based on the returned photo detachment of filter limbs can be confirmed. Conclusion: as the photographed filter could not be a g2 because the filter has a hook and there is no hook on the g2 filter, the file was documented as an unknown nitinol filter and the investigation included g2, eclipse and meridian. The investigation is confirmed for detached filter limbs, as one detached filter arm is identified in the returned photo and one filter arm is not present in the photo. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: g2x/ eclipse/ meridian: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in a journal article that indications for ivc filters (other than for venous thromboembolism and contraindication to/or failed adequate anticoagulation) lack proper evidence based guidance and additional research is needed. It was said that facilities implanting retrievable ivc filters should have a solid system in place for proper post implant surveillance with prompt retrieval. The article referenced a filter indwell time of 131-602 days, retrieval rate of 86.9% with a high rate of tilt prior to retrieval and detached filter limb embolization. One photo and one image depicted a filter with one detached limb, no patient or additional event information was provided.